Event description:
It was reported that approx eight years post-op, the ps eminence has fractured. On (B)(6) 2012 the eminence was removed from the patient.

Manufacturer narrative:
Investigation in process.